Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm six (6) occurred during the load sequence. Subsequently, a cartridge alarm five (5) occurred with multiple cartridges. Customer¿s blood glucose was 54mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.